Event description:
Distributor reported a malfunction alarm with reference to a pump incident in sweden on august 18, 2025. Blood glucose impact was not provided by the distributor. Pump was replaced by technical support, and customer was instructed to return the faulty pump using a pre-paid label and return box. No further information on insulin delivery backup therapy was shared by the customer.